Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #s 3005099803-2014-02171 and 3005099803-2014-02172 for the associated device information. It was reported to boston scientific corporation that two resolution clip devices were used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the first clip was able to grasp and lock onto tissue; however, the clip failed to release from catheter. The second clip was used and the same issue occurred. The clips were pulled off from tissue. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Reported issue of clip failed to release from catheter. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was fully deployed and not returned. The control wire was separated per design. It was also noted that the oversheath assembly was not returned. A kink was noted in the control wire. Based on the condition of the returned device, the reported failure could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #s 3005099803-2014-02171 and 3005099803-2014-02172 for the associated device information. It was reported to boston scientific corporation that two resolution clip devices were used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the first clip was able to grasp and lock onto tissue; however, the clip failed to release from catheter. The second clip was used and the same issue occurred. The clips were pulled off from tissue. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.